Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from (B)(6) was received on 24- mar-2017 (additional information was received on 27- mar-2017, both processed together with the clock start date of 24-mar-2017) from the physician (surgeon). This case concerns a (B)(6) male patient who received treatment with seprafilm and later after 4 days had peritonitis. No past drug, concomitant medication was reported. The patient's medical history included: ascending colon cancer, cholecystitis. The patient had no concurrent condition before surgery. On (B)(6) 2017, the patient underwent right hemicolectomy and cholecystectomy and 2 sheets of seprafilm once (route, form: unknown) for postoperative adhesion were applied to the site under the midline incision wound and its surrounding area without use of sepralap or other device. On (B)(6) 2017, 4 days after receiving seprafilm, the patient developed peritonitis (moderate) between the site under the midline incision wound and the abdominal wall, which seemed obvious to be the application site of seprafilm. On (B)(6) 2017, the event resolved. It was reported that the bacterial culture was not performed. Inside the abdomen, crescentic fluid retention was noted between seprafilm and the abdominal wall. It was confirmed with ultrasound and drainage was performed. This case was 1 of the 2 cases in which peritonitis developed recently. Corrective treatment: drainage. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore (B)(4)-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot released procedure provides assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/(B)(4) global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by (B)(4)-genzyme biosurgery quality assurance at that time. Peritonitis: reporting physician's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting physician's causality assessment: probable. Additional information was received on 19-apr-2017 and 20-apr-2017 (both processed together with the clock start date of 19-apr-2017). Global ptc number and ptc results were added. Text was amended accordingly. It was reported that the continuation of the investigation was impossible as there was no co-operation from the relevant medical institution.